Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, it was reported that the patient was at work when she began feeling ¿sleepy¿. The patient¿s cgm was reading low mg/dl, and then moved to 97 mg/dl, and then to 91 mg/dl. The patient¿s boss called ems. Once ems arrived, the patient¿s bg meter reading was 39 mg/dl while the cgm was reading 91 mg/dl. The patient was treated with IV ¿sugar water¿. Once the patient felt better, she drove home. The patient was not taken to the hospital. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.